Event description:
A consumer reported that after implantation of intraocular lens (iol), she had very poor vision, blurry, foggy, no clarity, extreme light sensitivity, equilibrium imbalance, light headed, nausea and ocular migraines. She was having eye pressure problems. The lens was explanted in a secondary procedure with a non company lens. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens (1.50cyl), 21.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal, 19.5 diopter lens. The product was not returned for evaluation. Due to the exchange of a multifocal lens to a 2.0 diopter lower, monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).